Event description:
It was reported that a vns patient had passed away and that the cause of death was still pending the results of the patient's autopsy. Good faith attempts for additional information have been unsuccessful to date.